Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite pump infusion set had leakage. The following information was provided by the initial reporter: our surgicenter identified a problem with this IV tubing. It appears to be leaking and at times causing a backflow of blood. We currently have five different lot numbers in circulation, and we were able to determine that lot # 25125448 alaris pump infusion set 2423-0007 is the one causing the issue. We have already removed all units from this lot from both the department and our storeroom. The first incidents occurred on 25-03-2026 and there have been subsequent incidences. The impact to the patient was to see the amount of blood in the line that back flowed. It was alarming to the patients.